Manufacturer narrative:
Concomitant medical devices: product ID: 309328, lot# 0209355272, implanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of efficacy and a return of incontinence on (B)(6) 2016. The implantable neurostimulator (ins) was reprogrammed. The event was assessed as not serious, not related to the device, and not related to the procedure. No surgical intervention was taken or planned. The event was ongoing and the patient was alive with no injury. The patient's indication for use is fecal incontinence due to obstetrical trauma since 2004.

Event description:
Additional information received reported the event resolved on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.